Event description:
Was told lead had oversensing, high impedances, and noise, which resulted in inappropriate shocks at some point. When patient came in for extraction, therapies had been turned off at some point. Explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref report: mw5119392.